Event description:
The lead was explanted due to noise. The electrograms showed decreased r-wave resulting in oversensing. Post therapy electrical noise was present on the ventricular channel. The noise was sensed and subsequent therapies were delivered.